Manufacturer narrative:
This supplemental report is to inform that, upon further review, this is not a reportable malfunction. The initial medwatch reported that during reprocessing the connecting tube set clamp comes apart and pulls off. Upon further investigation, the customer confirmed that the connectors could still be attached to the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connecting tube set clamp comes apart and pulls off. The issue occurred during reprocessing. There were no reports of patient harm.